Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no:328468 batch no: 0022157 it was reported that the spouse of the consumer called to report the consumer experienced difficulty removing the shield and when he does remove the shield the entire needle component separates and is stuck in the cap.

Manufacturer narrative:
H.6. Investigation: customer returned three (3) loose 0.5ml bd insulin syringes. Consumer reported difficulty removing the shield and when he does remove the shield the entire needle component separates and is stuck in the cap. All three syringes were examined, and it was observed that all three syringes exhibited a needle hub/shield assembly separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 0022157. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200862422] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #86722 was created for air jet out of adjustment. Corrective action: the air jet as adjusted. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no:328468 batch no: 0022157. It was reported that the spouse of the consumer called to report the consumer experienced difficulty removing the shield and when he does remove the shield the entire needle component separates and is stuck in the cap.